Manufacturer narrative:
Investigation summary: bd received 100 samples for investigation. Of these, 10 returned samples were utilized for functional tests. None of the cap/stopper assemblies popped off during testing. No defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had blood leaking from lid resulting in leakage during transport. There was no health impact or consequences reported.